Event description:
It was reported that the patient had a pump implanted in 2006. The intrathecal gabalon dose was titrated from 320 mcg/day to 400 mcg/day between 2007 and 2008. In 2008 the patient experienced increased spasticity and systemic pruritus. On the same date, a volume discrepancy was noted with an actual residual drug volume of 16.2 ml and an expected residual drug volume of 16.6 ml. A contrast study could not be performed; a catheter kink was suspected. The patient was administered 50 mcg gabalon via a lumbar puncture; the daily dose was not changed on the programmer. A contrast study was performed about 2 days later. A catheter kink the v-wing anchor and the most distal section. When the anchor was detached, the kink resolved and cerebrospinal fluid was aspirated through the access port. The anchor was resecured. Per the reporter, the event was of mild severity and unrelated to the investigational drug. The patient was recovered at an assessment at approximately 2 weeks later.

Manufacturer narrative:
Catheter.